Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device shut down with no audible alarm while on a patient. There was no patient harm.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) confirmed the reported problem.